Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was attempted but not used during the implant procedure. The helix extended without operator input. The physician retracted the helix, but was unable to extend the helix again for fixation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated and became extrinsically fractured due to over-rotation. The helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.